Event description:
Pt has been followed since 1/95 for possible atrial lead fracture. Films of 1/95 and 5/95 read as negative for lead fracture. Microscopic examination at the time of explant for reasons of anxiety show a fracture of the lead with protrusion of the "j" wire approx 1 cm from the anode. Pt has a large body habitus (6', 320 lb.) And lead motion could not be completely stopped. Pt presently being treated for possible pulmonary embolus occurring within 12 hours of explant.